Event description:
Per the clinic, the patient experienced infection at the implant site, subsequently causing the device to extrude through the skin. The patient was prescribed augmentin (date and amount not reported) for treatment, however; the issue could not be resolved. The patient underwent a procedure to have the fixture removed on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This fixture is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).